Manufacturer narrative:
Name: tandem, country: united states of america, street: 11045 roselle street, city: san diego, state: california, zip code: 92121. Based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a cannula bent event at the abdomen site. The patient also experienced a high blood glucose event which was treated with a correction bolus delivered via the insulin pump on (B)(6) 2025.